Event description:
Related manufacturer reference number: 2017865-2022-12742; related manufacturer reference number: 2017865-2022-12743. It was reported the patient presented to the emergency room for an unrelated issue. Chest x-rays taken revealed the implantable cardioverter defibrillator (ICD) had migrated due to twiddlers syndrome dislodging the atrial and right ventricular leads. The atrial lead and ICD were repositioned successfully on (B)(6) 2022. While attempting to reposition the right ventricular lead, the helix would not deploy. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed while the reported event of failure to extend helix was confirmed. A complete lead was returned for analysis in one piece with the helix extended, stretched and clogged blood/tissue. Visual and x-ray examination found the helix was stretched and the inner coil was over torqued consistent with procedural damage. The reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix stretched in the helix region consistent with procedural damage. The helix extension test could not be performed due to the received condition of the helix.